Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was replaced with the same new device due to suspected occlusion of the valve and abdominal catheter. It was noted that the patient had a headache. The patient is currently being followed. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected: needle holes were noted over the needle guard stop, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes over the needle guard stop. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3111 with lot cmlbb5, conformed to the specifications when released to stock on the 30th september 2011. No root cause could be determined as the product functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.